Manufacturer narrative:
The customer¿s report of the heparin bag being found empty sooner than expected was not confirmed. Physical inspection noted the device to be in good condition with no related issues or anomalies observed. Analysis of the pcu event log shows that on (B)(6) 2015 at 3:25 pm, the pump module was programmed to infuse heparin at 12ml/hr with a vtbi of 240ml. The module infused for approximately 46 minutes before the occurrence of an air in line alarm. The infusion was restarted and an air in line alarm recurred a few seconds later. The pump module was channeled off at 4:17 pm with a recorded volume infused of 9.022ml. Two ¿flo-stop open¿ alarms were recorded at 4:21 pm and 4:23 pm lasting a total of two seconds. Rate accuracy testing was performed and the device was found to be infusing within specification. The root cause of the reported event was not determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that a new primary infusion of heparin 25,000 units/250 ml was started at 1522 to infuse at 12 ml/hr but the bag was found empty at 1640. The patient had previously received a heparin bolus but it was given manually via syringe, not from the bag. Two nurses had checked the programming when the infusion was initiated. Stat lab work was done and the ptt remained elevated for several hours before beginning to decrease. There were no signs of bleeding. The patient's oxygen saturation dropped but the reporter stated it could have been due to the patient's admitting diagnosis and underlying condition; saturation improved after oxygen was administered at 3l/minute.